Manufacturer narrative:
An event of difficult advancement through patient anatomy, use-related tissue damage, and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The ears database was queried for similar complaints in the lot, and there does not appear to be an indication of a lot specific product issue. Information from the field indicated that there was difficulty crossing the implanted valve, and during advancements attempts, the aorta ruptured. The patient subsequently expired due to the rupture of the aorta. This event and provided videos were further reviewed by an abbott senior director of medical affairs. The reviewer stated, "short clips of video images from an mobile phone were provided. One shows a deployed valve which appears the be shallow and constricted at the anulus (no contrast injected, thus, can't confirm depth). The other images show the embolized valve. The patient's valve was deployed reportedly at 3 mm, however, no imaging was provided which demonstrated to confirm this. It is not know if pre or post dilation were performed. The valve, per report, embolized during removal of the delivery system. After snaring of first valve, the second valve could not be passed through the first and attempts to do so caused aortic valve injury/rupture and required urgent open surgery. The patient later died. The cause of death was the aortic wall injury/rupture and subsequently died as a result. No obvious failure of the device is suspected, however, a more complete review could not be completed due to the incomplete imaging provided." Based on available information, the reported event appears to be related to procedural conditions (difficult advancement through implanted valve).

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve (nvtr-23, 19595063) was chosen for implant, using a small flexnav delivery system (fnav-ds-sm, 8805587). The native aortic valve had perimeter of 62.2mm, perimeter derived of 19.8mm, and was severely calcified. The angle of the aorta was 38 degrees. The valve was deployed with an implant depth of 3mm, encountering tension in the delivery system during the final deployment. There was interaction between the delivery system and the implanted valve during removal of the delivery system. After deployment, the valve popped up and was located in the upper third of the aorta, requiring the use of a capture loop to move the valve from the height of the coronaries. Another navitor valve (nvtr-23, 19591173) and flexnav delivery system (fnav-ds-sm, 8806797) were used; however, there was difficulty crossing the first navitor. During advancement attempts, the aorta ruptured, requiring cardiac surgery. The patient subsequently expired due to the rupture of the aorta.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.